Manufacturer narrative:
(B)(4). The microcatheter was returned with the separated tip. Microscopic observation of the tip breakage end showed necking, suggesting the tip was torn off by tensile stress. The inner polymer jacket was found stretched and the braids were exposed. The separated tip was approximately 3mm long. From the middle of the tip fragment, the tip polymer was found stretched and necked. The above findings indicated that the tip was torn off at approximately 2mm proximal to the tip end: the junction of the polymer-only segment and the polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped in the severely calcified lesion, and that stress led the catheter tip to be damaged and eventually torn off. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily calcified 90-99% stenosis in the lad #6. To perform rotablation, a 0.014inch guide wire was advanced and the microcatheter followed on it. When crossing the lesion, the catheter tip became torn off and remained on the guide wire. The separated tip was successfully retrieved by removing it with the guide wire. The pci was resumed to perform rotablation. Stent deployment was successful with reestablished blood flow. The physician commented that the tip separation was due to severe calcification and that was why he wanted to perform rotablation. The patient was fine without adverse effects after the procedure and discharged home on (B)(6) 2019.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.